Event description:
It was reported that during lead replacement surgery on (B)(6) 2014 due to high impedance, the vns patient¿s device showed near end of service (neos) so the generator was also replaced during the procedure. The patient¿s device was tested on (B)(6) 2014 and diagnostic results showed a non-ifi condition. It is likely that electrocautery was used during the replacement procedure which caused a premature neos message to appear; however, no definitive conclusions can be made with the available information. The explanted generator and lead have been returned to the manufacturer where analysis is currently underway. The high impedance was reported in manufacturer report #1644487-2014-01364.

Event description:
Analysis of the generator was completed on (B)(4) 2014. Burn marks were observed on the pulse generator case, indicating that the pulse generator may have been exposed to an electro-cautery tool during device implant, which may have been a contributing factor. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Other than the noted condition, there were no performance or any other type of adverse condition found with the pulse generator.